Event description:
A malfunction alarm with the code "malf 12" occurred, but there was no adverse impact on the customer's blood glucose level. The fault was able to be reset, and technical support provided the necessary pump reset information, assisting the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose.